Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys/ expiration date: 28-jul-2020/ serial#: (B)(4). Device available for eval: no. Device manufacture date: 12-mar-2019. Labeled for single use: yes (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), cardiac perforation occurred. The patient died during the procedure.

Manufacturer narrative:
Correction: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.